Event description:
Customer reported she experienced high blood glucose between 300 and 400 mg/dl; current value is 120 mg/dl. Customer stated she had multiple infusion sets with bent cannulas. Customer stated that after several hours of use her blood glucose was rising and she removed the set and noticed the cannula is bending. Customer declined to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.